Event description:
Philips received a complaint on the v60 ventilator indicating that an alarm cleared when it should not have. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The sales representative stated that the alarm for patient disconnect sounded, as expected, when they removed the circuit from the ventilator during a device check at the sales office. The sales rep then alleged that, although the circuit was not reconnected, the line went through the alarm as if the circuit had been restored. An authorized service provider (asp) inspected the device on (B)(6) 2024 and was unable to replicate the reported issue. Functional testing was performed, and no abnormalities were found. Following the inability to confirm the allegation, the asp completed a comprehensive inspection, cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.